Event description:
It was reported that the rings of 1.5mm coupler would not fully attach (close). This was observe during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which identified the rings were aligned appropriately. The approximated rings appeared to have a slight gap between them. The reported condition was verified. The cause of the condition could not be determined. It is unknown if a surgical instrument was used to put pressure on the opposing rings to aid in full approximation of the coupler device. The instruction for use (IFU) states that a small hemostat should be used, prior to ejecting the joined rings, to gently squeeze the end of the opposed jaws to ensure ring approximation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.